Event description:
Ams rec'd info which stated that a pt had a monarc sling implant. Patient reported she had pelvic pain afterward. Six weeks after surgery she experienced sharp pain during intercourse, and discovered an edge of the sling protruding through the vaginal wall. A physician examined reported her body rejected the sling. Infection was present and the sling needed to be excised, which he did.